Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb short port btt (blunt tip trocar) balloon ruptured. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The user is experienced. The reporter stated he does not know whether the balloon was over-inflated. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 02, 2010, for investigation. Visual inspection revealed that the silicone balloon was detached along part of the suture line. The device was bloody. Based upon these findings, the reported failure mode "balloon ruptured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).